Event description:
It was reported the patient received the following results within 15 minutes: 56 mg/dl, 57 mg/dl, and 90 mg/dl. The patient experienced hypoglycemia symptoms and was able to self-treat with candy.